Event description:
The customer contacted beckman coulter, inc. (Bci) to report an erroneously high result for prostrate-specific antigen (psa) for one patient sample assayed using the access hybritech psa reagent on an access 2 immunoassay system. The patient result was reported out of the laboratory. A biopsy was performed on the patient as a result of the erroneously high psa result. The customer reported that the patient was drawn again and that sample was assayed for psa on a siemens analyzer at a reference laboratory. The psa result was lower than the result obtained on the access 2 immunoassay system and was in better alignment with the clinical presentation of the patient. The lower result from the reference laboratory was within their normal range whereas the initial higher result from the access 2 immunoassay system was slightly high outside of the normal range (i.e., the two patient results were within different clinical categories). The patient had two previous psa analyses performed on an access 2 immunoassay system. The psa results from these previous analyses were lower and in better alignment with the psa result obtained from the reference laboratory. A definitive root cause for this event has not been determined.

Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause for the event has not been determined.